Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. There was no impact to the customer's blood glucose level. The customer successfully filled the cartridge after tandem's technical support reviewed with the customer the proper technique of inserting the syringe into the cartridge.